Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical product: 42527000505, tibial articular surface provisional, lot # 62480204. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04625.

Event description:
It was reported that during sterilization, the instrument had fractured. Attempts have been made and no further information has been provided.

Manufacturer narrative:
The reported event was able to confirmed by examination of the suspected device. Visual inspection of the returned device exhibited fracturing and not all pieces were returned. Review of the device history records identified no deviations/anomalies during manufacturing. Previous investigations of fracturing for tasp identified that the root cause was due to bending/torsional loading on the device, which was attributed to a design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.